Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope experienced a water and air channel fault. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: suction cylinder has no color, grip is shaved, flexibility adjustment ring is damaged, switch box has a scratch, forceps channel port has a dent, due to a cut on heat shrinking tube of forceps elevator; expected insulation capacity cannot be obtained, plug unit has a scratch, due to breakage of light guide (lg) bundle; no illumination is obtained, lg lens has a crack, connecting tube has a buckling, and the universal cord has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.